Manufacturer narrative:
Investigation results: based upon new information/investigation results received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Event description:
Associated medwatch-reports: 9610612-2020-00564 (B)(4), 9610612-2020-00562 (B)(4), 9610612-2020-00563 (B)(4).

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with kerrison. According to the customer description, it was reported that the tool was damaged during surgery. The tool was broken. The patient harm is unknown. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00564 (400484054 ff682r); 9610612-2020-00563 (400484056 ff805r).